Event description:
Bravo capsule was not sending a correct signal to recorder device. Pt left with recorder working and capsule in correct position. Three hours after patient left they received a c1 error on recorder. Patient came back to hospital, rep was called and troubleshooting was done without success. This also had happened to another patient recently after 14 hours and the recorder sent a c1 error. Once again that patient came back to the hospital, rep was called and troubleshooting was done without success. Of note, these were two different recorders. The only thing in common with these 2 patients was that the capsule was from the same lot number. Luckily both of these patients had enough data that these test will not have to be re-performed. Dates of use: (B)(6) 2015. Reason for use: bravo ph study. Also see mw5055751.